Event description:
It was reported that during a lap cholecystectomy, the trigger could not be grasped before use for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Feed link broke with clip present in device, damaged clip tab. The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted the firing mechanism was damaged. The device was disassembled and the feed link was found to be broken. Furthermore, the clip tab was found damaged; it is possible the damage on the clip tab restricted the clip during firing resulting in the damage of the feed link. However, it could not be determined what may have caused the found condition. Eleven clips were found on the clip track. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.